Event description:
Reporter stated that patient's blood glucose was measured in the facility's laboratory with a result of 69 mg/dl. A capillary sample, obtained 2 minutes later, reportedly measured 132 mg/dl on the inform system. No action based on the inform system result was reported. The manufacturer requested the return of the suspect product for evaluation.

Manufacturer narrative:
It is not known if the initial reporter submitted this event to FDA.